Manufacturer narrative:
Hill-rom complaint analyst requested the part be sent back to hill-rom batesville for investigation. No further information is available on the repair of the bed at this time. A follow up report will be sent once this information becomes available.

Event description:
The technician reported the right side rail bracket weld gave out and the side rail fell off of the stretcher. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).